Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site after losing weight. Surgical intervention was taken on (B)(6) 2018 and the ipg was moved deeper into the existing ipg pocket.